Manufacturer narrative:
Manufacturer's investigation conclusion: additional information communicated on (B)(6) 2021 stated the patient had increased heart failure symptoms, increased fatigue, slightly elevated creatinine, and recurrent implantable cardioverter defibrillator (ICD) shocks due to their arrhythmias. The patient underwent ventricular tachycardia (vt) ablations for their recurrent vt. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , an no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section of the IFU, ¿introduction¿, lists cardiac arrhythmias and device thrombosis as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section of the IFU also addresses all pump parameters, including pump flow. Section, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Additionally, section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Furthermore, section under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Furthermore, section of the patient handbook, "alarms and troubleshooting", and section of the IFU, "alarms and troubleshooting", address all system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. Section lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's bend relief possibly did not have a clip. The patient had increased heart failure symptoms and reported increased fatigue, slightly elevated creatinine, and recurrent implantable cardioverter defibrillator (ICD) shocks for arrhythmias. A computed tomography angiography (cta) was done on (B)(6) 2021. The cta yielded results which were reported as, "minimal thrombus at the proximal lv outflow tract". The current plan of care was to monitor the patient, there was not change in international normalized ratio (inr) when the cta was taken. Additionally, it was communicated that the patient underwent ventricular tachycardia (vt) ablations for recurrent vt.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's bend relief possibly did not have a clip. A computed tomography angiography (cta) was done on (B)(6) 2021. The cta was prompted for low flows and arrhythmias and possible no clip on the outflow graft to rule out thrombus and occlusion. The cta yielded results of minimal thrombus at the proximal left ventricle outflow tract. The current plan of care was to monitor the patient. There was no change in international normalized ratio (inr) when the cta was taken.